Event description:
After completing a coronary artery bypass procedure, it was noticed upon removal that the seal had been stitched by the surgeon. The surgeon then applied a side biter clamp on the aortotomy to complete the anastomosis. No further information is known regarding the case.